Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional was reported via phone call that the blood glucose level was low and the insulin pump hung up. Customer¿s blood glucose was in 50 mg/dl. Customer declined to troubleshooting for the insulin pump hung up. The device will not return for the analysis.